Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services on (B)(4) 2015. The hcp reported that the programmer displayed a red screen during device interrogation. The hcp noted that the in-clinic device check was completed without incident. The hcp commented that information on the summary report indicated that a da error code had occurred. Ts explained that a da error occurred due to a bit flip in the active device firmware image in memory. When a firmware reset occurs, the device emits beeping tones during the reset. The hcp was informed that this type of error is benign and self-correcting. Ts stated that the patient had fallen recently. Ts offered the option of uploading stored data for in-house engineering analysis. To date, stored data has not been sent to ts for analysis. The available information suggest that this device remains in-service.